Event description:
Had problems after switching from one product maker to another maker. (B)(4)purchased a different brand of power chair in 2016. I had been using an invacare. They bought me a quantum q6 edge. The joystick was not where I could reach it. The vendor had to keep working on it to try to get the joystick more usable by me. But I ended up not being able to reach it very well and I went to a beauty salon, moved the chair, bumped a beauty salon chair, and when I tried to move away the chair moved in the opposite direction. I could not reach well and that caused the problem. The vendor came back and made it a bit better. Now, it's a year later in the chair is still jerky like I said it was in (B)(6) of 2016. I was injured on (B)(6) at the beauty salon. I bumped my toe on a door-frame here and was sent to the ER on (B)(6)2016. There have been other small injuries where I have collided with things. A year later the chair is better. But I don't think this chair should be purchased for nursing home residents with spinal cord injuries or neurological problems to use. I have been to the (B)(4) and read where several owners of quantum q6 edge power chairs complained about the chair's jerkiness. One person who had purchased it himself was able to get it swapped for a different chair made by permobile. The vendor I had and a medical supply in (B)(4) never did suggess